Event description:
Edwards learned that a (B)(6)-year-old male underwent a valve explant after an implant duration of approximately ten (10) years. Through follow up with the health care provider, it was learned that the reason for explant was due to structural valve deterioration (svd), secondary to calcification, leading to severe symptomatic aortic stenosis (as). There were no adverse patient effects reported as a result of the replacement.

Manufacturer narrative:
The explanted device was returned to edwards for analysis. The clinical observation was confirmed. Heavy calcification was observed in the cusp area all three leaflets. The free margin of the leaflets exhibited minimal-moderate to moderate-heavy calcification. Calcification restricted mobility in the leaflets and led to stenosis. Minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect, outflow aspect, and into the orifice. Host tissue was moderate to heavy at the stent inflow. The x-ray demonstrated calcification. Method: x-ray. Additional manufacturer narrative: based on the information provided we are unable to conclusively determine the root cause of the event; however, patient age at implant may have contributed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve¿s hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. No further actions are possible with the available information.